Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube(s)/ the left side perforated the tube'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of essure device:found in abdominal cavity/ easily lodged in the omentum on the left side/surgery the next day to find missing coil/it was adhered to my large intestine') and genital haemorrhage ('abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device, miscarriage, overweight, gravida ii and parity 2 (date of live birth: (B)(6) 2003, (B)(6) 2005.). Previously administered products included for an unreported indication: nuvaring from 2005 to 2009. Concurrent conditions included anxiety. Concomitant products included sertraline since 2008 and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("(abnormal bleeding) menorrhagia/heavy periods") and headache ("headaches/migraines") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), swelling face ("had facial swelling/allergic reaction a couple times after the device was implanted"), abdominal pain ("pain at left side of abdomen"), sensory loss ("feeling of loss"), lethargy ("lethargy"), depressed mood ("mood swings of sadness"), food allergy ("I kept trying to link it some sort of allergy, something I ate"), decreased appetite ("don't have much of an apetite"), crying ("sobbing for no reason") and feeling abnormal ("foggy brain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and to remove essure / laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, device dislocation, depression, swelling face, headache, allergy to metals, abdominal pain, sensory loss, lethargy, depressed mood, food allergy, decreased appetite, crying and feeling abnormal outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and the last episode of weight increased had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, crying, decreased appetite, depressed mood, depression, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, lethargy, menorrhagia, migraine, sensory loss, swelling face, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: linked case for other pregnancy episode: (B)(4). As per social media record: patient have had essure in 2009. As per social media record: patient reported that: " I didn't loose a baby at anytime because of it, but I did loose my uterus in order to get rid of the essure." Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded), perforation (fallopian tube). Left side spring had perforated fallopian tube; on (B)(6) 2010: tubal occlusion. Migration of left essure tube. Ultrasound scan - on an unknown date: the coil on the left side had penetrated the tube.. X-ray - on (B)(6) 2010: missing one of her essure devices. Left sided essure micro-insert has migrated into the upper left hemipelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: foggy brain, sobbing for no reason, don't have much of an apetite added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s)),"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device:found in abdominal cavity/ easily lodged in the omentum on the left side") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device, miscarriage and overweight. On(B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In march 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("(abnormal bleeding) menorrhagia") and headache ("headaches/migraines") and was found to have the first episode of weight increased ("weight gain"). In june 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), swelling face ("had facial swelling/allergic reaction a couple times after the device was implanted") and abdominal pain ("pain at left side of abdomen") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and to remove essure / laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, device dislocation, depression, swelling face, headache, allergy to metals and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and the last episode of weight increased had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, depression, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, swelling face, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: linked case for other pregnancy episode: 2017-212078. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: unilateral occlusion (right tube occluded), perforation (fallopian tube). Left side spring had perforated fallopian tube; on (B)(6)2010: tubal occlusion. Migration of left essure tube. X-ray - on (B)(6)2010: missing one of her essure devices. Left sided essure micro-insert has migrated into the upper left hemipelvis. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - new event "abnormal bleeding (vaginal), (abnormal bleeding) menorrhagia, facial swelling, had facial swelling/allergic reaction a couple times after the device was implanted, headaches, migration of essure device:found in abdominal cavity, nickel allergy, fatigue, weight gain, pain at left side of abdomen" were added. Lot number was added. New reporter were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s)),"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device:found in abdominal cavity/ easily lodged in the omentum on the left side") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device, miscarriage and overweight. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("(abnormal bleeding) menorrhagia") and headache ("headaches/migraines") and was found to have the first episode of weight increased ("weight gain"). In (B)(6)2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), swelling face ("had facial swelling/allergic reaction a couple times after the device was implanted") and abdominal pain ("pain at left side of abdomen") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and to remove essure / laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, device dislocation, depression, swelling face, headache, allergy to metals and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and the last episode of weight increased had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, depression, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, swelling face, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: linked case for other pregnancy episode: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: unilateral occlusion (right tube occluded), perforation (fallopian tube). Left side spring had perforated fallopian tube; on (B)(6)2010: tubal occlusion. Migration of left essure tube. X-ray - on (B)(6)2010: missing one of her essure devices. Left sided essure micro-insert has migrated into the upper left hemipelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube(s)/ the left side perforated the tube'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of essure device:found in abdominal cavity/ easily lodged in the omentum on the left side/surgery the next day to find missing coil/it was adhered to my large intestine') and genital haemorrhage ('abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device, miscarriage, overweight, gravida ii and parity 2 (date of live birth: (B)(6) 2003, (B)(6) 2005.). Previously administered products included for an unreported indication: nuvaring from 2005 to 2009. Concurrent conditions included anxiety. Concomitant products included sertraline since 2008 and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("(abnormal bleeding) menorrhagia/heavy periods") and headache ("headaches/migraines") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), swelling face ("had facial swelling/allergic reaction a couple times after the device was implanted"), abdominal pain ("pain at left side of abdomen"), sensory loss ("feeling of loss"), lethargy ("lethargy"), depressed mood ("mood swings of sadness") and food allergy ("I kept trying to link it some sort of allergy, something I ate") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and to remove essure / laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, device dislocation, depression, swelling face, headache, allergy to metals, abdominal pain, sensory loss, lethargy, depressed mood and food allergy outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and the last episode of weight increased had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, depressed mood, depression, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, headache, lethargy, menorrhagia, migraine, sensory loss, swelling face, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: linked case for other pregnancy episode: (B)(4). As per social media record: patient have had essure in 2009. As per social media record: patient reported that: " I didn't loose a baby at anytime because of it, but I did loose my uterus in order to get rid of the essure." Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded), perforation. (Fallopian tube). Left side spring. Had perforated fallopian tube; on (B)(6) 2010: tubal occlusion. Migration of left essure tube. Ultrasound scan - on an unknown date: the coil on the left side had penetrated the tube.. X-ray - on (B)(6) 2010: missing one of her essure devices. Left sided essure micro-insert has migrated into the upper left hemipelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Events : feeling of loss, lethargy, mood swings of sadness, I kept trying to link it some sort of allergy, something I ate were added. Lab data and historical conditions were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), weight increased ("weight gain") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, weight increased and depression outcome was unknown. The reporter considered depression, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, perforation and weight increased to be related to essure. The reporter commented: linked case for other pregnancy episode: (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.